Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8436-50, serial number: (B)(6), batch/lot number: 7077197, model/catalog description: coveredge 32 MRI paddle lead 50cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted device components were not returned. No further information could be obtained despite good faith efforts.